Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unk procedure. The device pulled out of the artery and the vessel locator wings were still in the expanded position. Hemostasis was achieved with manual compression. There were no patient effects. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history record for this did not produce any findings relevant to this investigation. The device investigation and complaint confirmation have not been completed because the device is unavailable. A supplemental report will be submitted with this information.